Manufacturer narrative:
The product was unavailable for return as it was discarded at the facility. Therefore an evaluation of the device performance was not possible. The instructions for use that accompany the device caution that ¿repeated hand forming of the disposable subcutaneous catheter passer may weaken the shaft, resulting in breakage during use.¿ the instructions for use also caution ¿improper handling or use of instruments when implanting shunt products may result in the cutting, slitting, crushing or breaking of components.¿ a review of the manufacturing records showed no anomalies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the plastic stylet from the inner cannula of the catheter passer had broken off into the patient. According to the report, the stylet was sheared off by the outer metal cannula. The report stated the physician was unable to locate the plastic piece with x-ray and laparoscopy. The report stated there was a one hour delay in surgery. Reportedly, the patient is in recovery at the hospital.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.